Manufacturer narrative:
(B)(4). The reported system error 2240 (air in line) was not confirmed. The root cause was undetermined. A batch review was performed on the potentially associated lot with no issues noted.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded, therefore no evaluation be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine the previous night. The care giver (cg) was reviewing the alarm log from the previous night and found the system error 2240 alarm and wanted to know what it meant. The technical service representative (tsr) explained the alarm was an air detect alarm causing the hc to end therapy. The cg did not know where during therapy the alarm occurred. The cg noted that the bags were intact with no apparent leaks and the hp was not connected. The cg would use manuals and contact the nurse for clinical advice. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the cg regarding the reported event. The cg stated she did not notice any visible damage or abnormalities with the cassette that was in use. The cg also stated that the patient was able to resume therapy successfully after starting over with new supplies. There was no patient injury or medical intervention reported.